Event description:
It was reported that sensing noise was noted on the right ventricular (rv) lead. The pacing impedance had decreased, and on the day of the event, the pacing impedance measurement was high, out of range. Insulation damage was suspected. An x-ray and CT scan were performed. The rv lead was explanted and replaced. There were no adverse events to the patient.

Manufacturer narrative:
The reported event of sensing noise, high pacing lead impedance, and insulation damage was confirmed, while the reported event of low pacing lead impedance was not confirmed. As received, a partial lead was returned in two pieces for analysis. Visual and x-ray inspection found the ring electrode cables fractured and separated distal to the suture sleeve tie impressions. The cause of sensing noise and high pacing lead impedance was due to ring electrode cables, consistent with fatigue fracture. An external insulation abrasion breaching the ring electrode cable lumen was found proximal to the suture sleeve tie impressions. In this location, the inner coil lumen was breached, but the ptfe liner of the inner coil and ring electrode etfe cables coating were intact. An external insulation abrasion breaching the optim sheath was also found proximal to the suture sleeve tie impressions. Lead insulation was intact at that location. The cause of insulation damage is consistent with friction to device can. Electrical testing did not find any indication of internal shorts. All other damage found is consistent with procedural damage.